Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads dislodged due to twiddler's syndrome. The physician elected to explant and replace both leads to resolve the event and the patient was stable with no additional consequences.